Event description:
I developed acute inflammation of my eyes resulting in at least one corneal ulcer and at least one corneal scar. I also developed at least one conjunctival ulcer. Excessive tearing and swelling occurred, so much that I had acute photophobia and could not do daily activities, such as driving. My first outbreak was in late in the winter- I have documentation-. After treatment, including temporarily not wearing contact lenses, the infection went away. About three months later, in late spring, I developed the same symptoms that I had developed in late from the winter. I went to see the same ophthalmologist I had seen in the winter, he told me to stop wearing my contacts. A week later, when the pain was so bad that I could not function in my daily activities, especially driving, so I sought a second opinion at another ophthalmologist's office. There I was prescribed a regimen of strict eyelid washes and given steroids to control the infection, which I used as prescribed. Eventually, after a week's worth of using the steroids, the infection cleared up. Approx one week after that , however, I noticed that my right eye was again red, even though I had not been wearing contacts for at least 2 weeks. I went to the second-opinion ophthalmologist's office again, and he worried that I might have tb because, though rare, my symptoms fit the bill and I worked in an environment close to prisoners who often have contracted the disease. As a result, I went to my gp to obtain a tb test and a subsequent chest x-ray. Waiting for these results caused me great grief; I was terrified I might have tb. Additionally, I was exposed to x-ray that I would not have otherwise been exposed to had, I not had to rule to tb in the first place. I have always been brand-loyal to complete moistureplus solution, and I have never used anything but that brand for the past 10 years. The corneal scar is permanent, and I have been told by my ophthalmologist that it may cause complications later on in my life as I grow older. The results of my eye were so bad that my second-opinion ophthalmologist used my eyes as a learning tool for his interns because they had never seen such advanced symptoms before. Dates of use: 1997 to 2007. Diagnosis or reason for use: cleaning of contact lenses. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.